Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the dilator could not pass through the sheath. It was reported that the dilator could not pass through the sheath, it was very hard and prevented its passage, we thought that the valve was not working properly. There was no occlusion for irrigating the sheath. The vizigo sheath was replaced with a new one. The procedure was successfully completed. There was no patient consequence. The customer¿s reported impeded device issue was assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 26-jul-2024, additional information was received indicating that at the most proximal part of the sheath, there was a fold of white plastic that prevented the entry of the introducer. This fold was internal and was at the height of the sheath construction. Based on the information received the event was assessed as a hemostatic valve (white plastic) separation and determined to be an MDR reportable malfunction.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000362 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).